Manufacturer narrative:
Involved devices discarded.

Event description:
Int'l. ((B)(4)) complaint received reporting component separation with use of two 011-46104-42 arterial safeset it w/lav mtg. Kits. The initial information reports "approx 24 hours (in use) ..safeset line fell apart at bonded area .. Unfortunately the faulty product was discarded ... ." There were no reported patient injuries, change in baseline status and or adverse consequences.